Manufacturer narrative:
Weight, ethnicity, race: unk. Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vticmo12.1 implantable collamer lens of -11.0/2.0/086 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. In a subsequent surgery, later that day, the lens was exchanged for a longer length lens due to low vault without rotaton. The exchange resolved the problem. Cause is reported as unknown.

Manufacturer narrative:
Corrected data: the reporter indicated that a 12.1mm vticmo12.1 implantable collamer lens of -11.0/2.0/086 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged for a longer length lens due to low vault without rotation. The exchange resolved the problem. Cause is reported as unknown. Claim# (B)(4).